Event description:
Philips received a complaint from customer biomed reporting blower temperature high occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse reported the issue had not recurred and was likely caused by restricted air flow rather than component failure. This condition can occur due to a dirty or blocked air inlet filter or inadequate air flow around the device. The bme confirmed the error had not recurred in subsequent operations. Nonetheless, the device was inspected for high blower temperature. The bme reported the issue could not be reproduced. The air inlet filter was proactively cleaned. The issue was considered resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.